Event description:
It was reported that the pt came in for first refill following replacement. The pt was no exhibiting any signs of withdrawal. The expected reservoir volume was 7.3cc. The actual reservoir volume was 18.5cc. (A 84.25% accuracy difference). A dye study was performed, no problems were found. A roller study was being considered. The pump was set to minimum rate. The pump contained baclofen at the time of the event. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.